Manufacturer narrative:
Summarized patient outcomes/complications of routine protamine administration after transfemoral transcatheter aortic valve implantation (tavi) were reported in a research article "routine protamine administration for bleeding in transcatheter aortic valve implantation: the ace-protavi randomized clinical trial", in a subject population with multiple co-morbidities including coronary artery disease, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, prior coronary artery bypass graft, prior aortic valve replacement (surgical or transcatheter), prior balloon aortic valvuloplasty, prior cardiac implantable electronic device, congestive heart failure, porcelain aorta, atrial fibrillation, prior stroke, prior transient ischemic attack, peripheral arterial disease, smoking, chronic lung disease, hypertension, diabetes, kidney disease, dialysis, hostile chest, bicuspid aortic valve, aortic valve disease (degenerative, congenital, rheumatic, other). Some of the complications reported were unexpected medical intervention (post-bav), bleeding, hemorrhagic stroke, ischemic stroke, acute kidney injury, off label use; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: " routine protamine administration for bleeding in transcatheter aortic valve implantation: the ace-protavi randomized clinical trial.

Event description:
The article, "routine protamine administration for bleeding in transcatheter aortic valve implantation: the ace-protavi randomized clinical trial", was reviewed. The article presented a prospective, multicenter study to evaluate the efficacy and safety of routine protamine administration after transfemoral transcatheter aortic valve implantation (tavi). Devices included unspecified transcatheter aortic valves from edwards, medtronic, and abbott. The article concluded that in the ace-protavi randomized clinical trial, routine administration of protamine increased the rate of hemostasis success and decreased time to hemostasis (tth). The beneficial effect of protamine was reflected in a reduction in minor vascular complications, procedural time, and postprocedural hospital stay duration in patients receiving routine protamine compared with patients receiving placebo. [The primary and corresponding author is antony walton, heart centre, the alfred hospital, 55 commercial rd, melbourne, vic 3004, australia, with corresponding email: a.walton@alfred.org.au]. The time frame of the study was from december 2021 to june 2023. A total of 410 patients were included in the study, of which 4 (1.0%) received an abbott device. In the protamine group, the average age was 82 years and the average weight was 79kg. In the placebo group, the average age was 80 years and the average weight was 80kg. The majority gender was male. Comorbidities included coronary artery disease, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, prior coronary artery bypass graft, prior aortic valve replacement (surgical or transcatheter), prior balloon aortic valvuloplasty, prior cardiac implantable electronic device, congestive heart failure, porcelain aorta, atrial fibrillation, prior stroke, prior transient ischemic attack, peripheral arterial disease, smoking, chronic lung disease, hypertension, diabetes, kidney disease, dialysis, hostile chest, bicuspid aortic valve, aortic valve disease (degenerative, congenital, rheumatic, other).